Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device photo evaluation: analysis of the returned device identified: creases flat, delamination of valve and opening curved on anterior leak test and microscopic analysis was performed which identified: delamination of the valve, striated opening on anterior and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.